Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with oral diflucan 200 milligram once daily (duration not reported) and flagyl 500 milligram for three days for the event. Ten days after hospitalization, the patient was discharged and had recovered from the peritonitis event. It was reported that three days after discharge from the hospital, pd therapy was discontinued and the pd catheter was removed. Four days after the pd catheter was removed the patient was switched to hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis on an unknown date in (B)(6) 2014. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.